Event description:
It was reported that during treatment of a prostate gland, the glass cap broke after 229, 004j with 35 minutes of fiber use. The fiber tip (cap) was not cleaned during the procedure. A second fiber was utilized to complete the case. No patient outcome information was reported.

Manufacturer narrative:
Device available for evaluation updated. Corrected report source . Device evaluated by manufacturer updated. Evaluation codes added. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during treatment of a prostate gland, the glass cap broke after 229, 004j with 35 minutes of fiber use. The fiber tip (cap) was not cleaned during the procedure. A second fiber was utilized to complete the case. No patient outcome information was reported.